Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on june 28, 2021 with lot number: 1748221. Analysis of the returned device identified the weight the device within specification, deformation, white calcification (approx. 10%) and crease fold. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side capsular contracture, baker grade "iii/IV". Device has been explanted, and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade "iii/IV".

Event description:
Healthcare professional reported right side capsular contracture, baker grade "iii/IV". Device remains implanted.